Event description:
It was reported to boston scientific corporation that in 2008, a pt received a placement of the obtryx mid-urethral sling. The next day, the pt was complaining of pain and fever. She was seen in the ER (not the same facility where the implant took place) two days later. The pt's right side, where the tape was placed, was swollen and painful. It was reported that the pt had developed an antibiotic resistant staph infection. Two days later, it was reported, that the physician who originally placed the sling removed it and it was disposed of by the facility. Although it was reported that the pt's strain of staph was mrsa (methicillin-resistant staphylococcus aureus) the pt was cultured and it was discovered that the pt is a carrier of mrsa. The medication administered to the pt is unk but it was reported that she is stable and improving.

Manufacturer narrative:
The device, following explant, was disposed of, therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined.